Manufacturer narrative:
Final analysis found that the loop recorder was in backup mode and could not be interrogated. The cause could not be determined.

Event description:
It was reported that the loop recorder was in back-up mode, multiple attempts were made to restore the device with no success. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.